Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. No additional adverse patient effects were reported. This device was explanted.